Manufacturer narrative:
The reported events were lead dislodgement due to twiddler syndrome, helix mechanism issue, failure to sense and failure to capture. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying the torque directly to the inner coil, the helix could be extended and retracted. The full helix extension length was measured to be within specification. The cause of the reported event of helix mechanism issue was isolated to blood/tissue in the helix region and over torqued of the inner coil. The reported event of failure to sense and failure to capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that patient presented to clinic for lead revision procedure. Upon presentation, both right atrial (ra) and right ventricle (rv) had failed to sense and failed to capture. Fluoroscopic evaluation demonstrated that both leads had dislodged into the superior vena cava (svc). During procedure, the leads were observed to be twisted together and the physician determined it as a twiddler syndrome. The leads were disconnected from the pacemaker and untangled. The physician was able to retract the fixation helix. However, despite multiple attempts, the helix could not be extended on either lead. Finally, the physician elected to explant both leads and implanted two new leads. The patient was recovering post procedure.